Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: during investigation, the keypad was found to be intact and no damage was observed. The keypad buttons were found to be responding appropriately during testing. Upon removing the keypad, no contamination or physical damage to the button contacts was found. The original complaint of under responsive keypad buttons and damage to the keypad were not duplicated during testing. Unrelated to the original complaint, investigation revealed a cracked battery compartment at the case seal to the left side of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up, down and ok button were under responsive to user presses. Additionally, the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.